Event description:
I purchased two 3-packs of intellx condoms. The condoms inside one of the 3-packs include no lot number or expiration info. The other contains the information printed on a yellow band on the back of the condoms. Unfortunately, I threw out both boxes so I don't know if the information was printed on them. I only know that three of the condoms I bought -inspiral- have the info, and three of the condoms I bought -yourtube- do not. I still have the condoms if you need them. I will not use condoms with no expiration date.